Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: crack on video connector, dents on distal edge, and image out of view field due to bent outer tube. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the rigid video scope had low light issues and internal fiber optic cables are broken. The issue occurred during receipt inspection for a diagnostic procedure. There were no reports of patient involvement.

Event description:
It was reported, the rigid video scope had low light issues and internal fiber optic cables are broken. The issue occurred during receipt inspection for a diagnostic procedure. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.